Event description:
It was reported that decreased r waves were noted on the rv lead. During device change-out for normal eri, an insulation anomaly was observed. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.